Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported by customer that accessed patient's port with needle, upon checking blood return - port needle began leaking blood out of side port. Patient agreeable to de-access, same done. No apparent harm , reached patient/person, inconvenient. There as no unexpected or prolonged care.